Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with their sensor and blood glucose level reading difference. The customer's sensor glucose reading was 94 mg/dl but had a blood glucose level of 34 mg/dl. The device was not returned.